Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pbc (gib) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited communication errors. Further information was received from the fse which indicated the error resulted in a temporary loss of system functionality and a system lock up. No patient serious injury or death was reported related to this event.